Manufacturer narrative:
Owner of monitor being uncooperative in this investigation after numerous attempts at obtaining info. Owner dealer is using another biomedical group for the monitor's eval with instructions that cas not be forwarded a copy of the monitor's download. They will do their own benchtesting. No RMA requested for the monitor's return.

Event description:
Home care dealer reported parents comments that their baby started screaming and when parents intervened, a parent got shocked. Numerous attempts at obtaining more detail were unsuccessful.